Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported leakage from the valved cannulas during surgery. There was no patient harm.

Manufacturer narrative:
Three open 25 gauge (ga) trocar assemblies in a tray were received. The samples were visually inspected and found to be nonconforming, sample #1 had an opened septum. Sample #2 had a damaged septum with a hole and sample #3 had a damaged septum with a double slit. Leak testing could not be performed due to the open septum and damage of the returned samples. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The root cause for why the septum on sample #1 remains open cannot be determined; however a supplier or manufacturing related issue cannot be ruled out. Samples #2 and #3, the exact root cause for this complaint is unknown; the damaged condition of the valves could have contributed to the reported event; how and when the valves became damaged cannot be determined from the evaluation performed. An investigation is currently in progress in order to further investigate issues with the trocar opened septum on sample #1. Samples #2 and #3 the exact root cause for this complaint is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. The manufacturer internal reference number is: (B)(4).